Event description:
Per the customer "the product was used on my 8-year-old son. Upon removal, the adhesive caused a visible cut to his face, resulting in pain and skin injury. The product was used exactly as intended, and no excessive force was applied during removal. The injury occurred solely due to the strength and nature of the adhesive."

Manufacturer narrative:
According to the customer, on (B)(6) 2026, the eye patch was applied to her 8-year-old's son's face as directed for overnight wear. It was applied as intended on clean, dry skin. On the morning of removal, the adhesive caused a visible cut to his facial skin, resulting in pain and broken skin. The injury appears to have been caused by excessive adhesive strength and/or product design. The customer reports after the injury was noted, the product was discontinued immediately, the affected area was cleaned, and the customer went to urgent care where they were given an antibacterial ointment. The customer states the injury is healing, however they are continuing to monitor for potential scarring and will be following up with a dermatologist. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.